Event description:
An ophthalmic surgeon reported poor cutting occurred with noise during a vitrectomy procedure. The problem was solved after replacing with another product. The procedure was completed with no pt harm.

Manufacturer narrative:
A sample has not been rec'd to date. Three (3) lot numbers, manufactured in jan. 2012, were identified with the complaint. The device history records for the component lots were reviewed. Anomalies occurred in the manufacture of the reported product that may have contributed to the reported complaint. Lot 874739m was reinspected for port alignment. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info reportable info becomes available. (B)(4).